Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+1.5/091 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced for a shorter lens within the same surgery and the problem was resolved. Cause of the event was unknown.